Manufacturer narrative:
The investigation has been completed for the reported issue of high purge pressure. The device was returned for evaluation. The field lt log was reviewed and a 3 minute purge bag change early in the run was observed. Hpp associated with 2 mc spikes, position in aorta alarms and downward trending purge flow. The returned pump was visually inspected and biomaterial was observed in the purge gap. The cause of the issue was biomaterial. The root cause of the high purge pressure was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, a low purge flow and coinciding high purge pressure alarm occurred. The pressure level was reset from p-0 in an attempt to troubleshoot the flow rate, but issue persisted. The patient continued on support until the device was successfully weaned. No patient harm reported.